Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found however, blood was noted in the helix mechanism on visual inspection. The full lead was returned for analysis. (B) (4) all insulators breached (clavicle-rib crush). The full lead was returned for analysis.

Event description:
It was reported that there was high threshold, low impedance, and muscle/nerve stimulation. The lead was explanted and replaced. It was also reported that during implant attempt of the replacement lead, there was positioning/fixation difficulty. The lead was not used. No patient complications have been reported as a result of this event.